Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: clips did not release when fired. Additional information obtained from account manager via email on 24dec2025: what is the patient¿s status? The patient is fine; they just opened another clip applier and continued the procedure. Were any other devices used along with the ca500? None of our other devices were used. They used monopolar energy. Was a clip loaded into the jaws? Yes. What model/size trocar was used? Our 10 z-thread trocar. If the clip was loaded and visible between the jaws of the device, was it properly seated? They are not sure how to answer this. Yes, it would load but not release. Was a clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar? No, not prior to insertion. If so, was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest? Yes, they are very accustomed to how our clip applier works. This one would not release the clip. Could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? They did not know how to answer this. The device will be being returned, so we would be able to see how it¿s malfunctioning. Intervention: we opened a second clip applier patient status: the patient is fine.